Event description:
Customer reported several formalin-fixed, paraffin embedded tissue samples were difficult to cut resulting in whitish looking and shredded tissue sections after cutting. Two cases out of 120 tissue blocks could not be diagnosed and the patients concerned had to be re-biopsied.